Event description:
It was reported that the device was being used during a zenker's diverticulum procedure. The device would not open. The device was subsequently opened and the device has not cut or stapled. There was no patient consequence.